Manufacturer narrative:
A ge oec service representative investigated the issue and this issue is generally repaired by re-loading collimator calibration files and re-calibrating the collimator. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system displayed iris pot error.